Event description:
It has been reported that the AED did not pass self diagnostic check

Manufacturer narrative:
(B)(4). This serial number was previously reported on (B)(4) with MDR # 3030677-2016-01314. The device investigation is still pending the return of the device.